Event description:
During an exploratory laparoscopy, it was reported during the evening of the surgical day, the patient was transfused. Surgeon reported this was due to port site bleeding secondary to the stability sleeve. Rep reported the instrument was either a 511sd or 512sd, but no one is sure.